Event description:
The customer reported via phone that she was hospitalized due to low blood glucose. Customer's blood glucose was 36 mg/dl. The customer was admitted to the hospital. The customer stated that the caused of low blood glucose was she took double the amount of insulin needed for blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.